Manufacturer narrative:
Lot number not provided. Expiration date unknown. Device manufacture date is unknown. (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that multiple suction breaks occurred before the laser was fired. During the procedure another suction break occurred with 8 seconds remaining in the procedure of patient's right eye (od). The patient was a high myopic with astigmatism. It was also reported that there was opaque bubble layer (obl) and doctor wanted to know how long the obl takes to fully disappear in the periphery of the cornea and what impact obl can have on photorefractive keratectomy (prk) and iris registration (ir). Guidance was provided but it was up to the surgeon when and how to proceed with surface treatment. No surgical intervention was needed and no patient harm.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.